Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT CORRECTED FROM 67 TO 68 YEARS), B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 206). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 206 REVISIONS, 36 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. 170 REVISIONS WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF 206 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: BIOLOX DELTA CERAMIC BALL HEAD COMPONENTS: A TOTAL OF SIX HUNDRED AND FIFTY-ONE (651) HIPS BETWEEN 9-JUL-2007 AND 25-MAR-2015. FROM THESE, THIRTY-SIX (36) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: SIX (6) HIPS DUE TO PERIPROSTHETIC FRACTURE, THIRTEEN (13) HIPS DUE TO LOOSENING, TWELVE (12) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO PROSTHESIS DISLOCATION, TWO (2) HIPS DUE TO INSTABILITY, ONE (1) HIP DUE TO METAL-RELATED PATHOLOGY, AND ONE (1) HIP DUE TO WEAR OF THE HEAD. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. SL-PLUS LATERAL NON-CEMENTED FEMORAL STEM COMPONENTS: A TOTAL OF ONE THOUSAND FIVE HUNDRED AND ONE (1,501) HIPS BETWEEN 14-JAN-2003 AND 12-SEP-2018. FROM THESE, NINETY-EIGHT (98) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: NINETEEN (19) HIPS DUE TO FRACTURE, THIRTY FIVE (35) DUE TO LOOSENING, TWENTY FIVE (25) DUE TO INFECTION, SEVEN (7) DUE TO PROSTHESIS DISLOCATION, THREE (3) DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) DUE TO INSTABILITY, ONE (1) DUE TO MALPOSITION, ONE (1) DUE TO IMPLANT BREAKAGE STEM, ONE (1) DUE TO WEAR ACETABULAR INSERT, TWO (2) DUE TO IMPLANT BREAKAGE ACETABULAR INSERT, ONE (1) DUE TO OTHER REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. SL-PLUS STANDARD FEMORAL STEM COMPONENTS: A TOTAL OF ONE THOUSAND ONE HUNDRED SIXTY-NINE (1,169) HIPS BETWEEN 6-DEC-2002 AND 16-MAY-2017. FROM THESE, SEVENTY-TWO (72) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: THIRTEEN (13) HIPS DUE TO PERIPROSTHETIC FRACTURE, FIFTEEN (15) HIPS DUE TO LOOSENING, TEN (10) HIPS DUE TO INFECTION, NINETEEN (19) HIPS DUE TO PROSTHESIS DISLOCATION, THREE (3) HIPS DUE TO LYSIS, ONE (1) HIP DUE TO LEG LENGTH DISCREPANCY, TWO (2) HIPS DUE TO MALPOSITION, ONE (1) HIP DUE TO WEAR OF ACETABULAR INSERT, TWO (2) HIPS DUE TO IMPLANT BREAKAGE OF ACETABULAR INSERT, TWO (2) HIPS DUE TO IMPLANT BREAKAGE OF ACETABULAR, ONE (1) HIP DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO IMPLANT BREAKAGE OF HEAD, AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. ALTOGETHER, A TOTAL QUANTITY OF TWO HUNDRED SIX (206) HIPS REVISIONS HAVE BEEN REPORTED IN THE AOANJRR FOR THE BIOLOX DELTA CERAMIC BALL HEAD COMPONENTS, SL-PLUS LATERAL NON-CEMENTED FEMORAL STEM COMPONENTS, AND SL-PLUS STANDARD FEMORAL STEM COMPONENTS SUMMARIZED THROUGH THIS 3500A FORM.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: BIOLOX DELTA CERAMIC BALL HEAD COMPONENTS: A TOTAL OF SIX HUNDRED AND FIFTY-ONE (651) HIPS BETWEEN 9-JUL-2007 AND 25-MAR-2015. FROM THESE, THIRTY-SIX (36) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: SIX (6) HIPS DUE TO PERIPROSTHETIC FRACTURE, THIRTEEN (13) HIPS DUE TO LOOSENING, TWELVE (12) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO PROSTHESIS DISLOCATION, TWO (2) HIPS DUE TO INSTABILITY, ONE (1) HIP DUE TO METAL-RELATED PATHOLOGY, AND ONE (1) HIP DUE TO WEAR OF THE HEAD. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. ALTOGETHER, A TOTAL QUANTITY OF THIRTY-SIX (36) HIPS REVISIONS HAVE BEEN REPORTED IN THE AOANJRR FOR THE BIOLOX DELTA CERAMIC BALL HEAD COMPONENTS SUMMARIZED THROUGH THIS 3500A FORM.

Manufacturer narrative:
REPORTING QUARTER: 4 (OCTOBER 1 ¿ DECEMBER 31, 2025). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: BIOLOX DELTA CERAMIC BALL HEAD COMPONENTS: A TOTAL OF SIX HUNDRED AND FIFTY-ONE (651) HIPS BETWEEN 9-JUL-2007 AND 25-MAR-2015. FROM THESE, THIRTY-SIX (36) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: SIX (6) HIPS DUE TO PERIPROSTHETIC FRACTURE, THIRTEEN (13) HIPS DUE TO LOOSENING, TWELVE (12) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO PROSTHESIS DISLOCATION, TWO (2) HIPS DUE TO INSTABILITY, ONE (1) HIP DUE TO METAL-RELATED PATHOLOGY, AND ONE (1) HIP DUE TO WEAR OF THE HEAD. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. ALTOGETHER, A TOTAL QUANTITY OF THIRTY-SIX (36) HIPS REVISIONS HAVE BEEN REPORTED IN THE AOANJRR FOR THE BIOLOX DELTA CERAMIC BALL HEAD COMPONENTS SUMMARIZED THROUGH THIS 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE CERAMIC BALL HEADS PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF SIX HUNDRED AND FIFTY-ONE (651) PRIMARY THA PROCEDURES WITH BIOLOX DELTA CERAMIC BALL HEADS HAVE BEEN PERFORMED IN AUSTRALIA BETWEEN 9-JUL-2007 AND 25-MAR-2015. THE MEAN CUMULATIVE REVISION RATES FOR THE BIOLOX DELTA CERAMIC BALL HEADS WERE IN LINE WITH THE CLASS ACROSS 17 YEARS OF FOLLOW-UP BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 2.2% (1.3%¿3.6%) VS 1.7% (1.7%¿1.8%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 2.6% (1.6%¿4.2%) VS 2.2% (2.2%¿2.2%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 2.9% (1.9%¿4.6%) VS 2.6% (2.5%¿2.6%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 3.6% (2.4%¿5.3%) VS 2.9% (2.8%¿2.9%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 3.8% (2.5%¿5.5%) VS 3.2% (3.1%¿3.2%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 3.8% (2.5%¿5.5%) VS 3.5% (3.4%¿3.5%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 3.8% (2.5%¿5.5%) VS 3.8% (3.7%¿3.8%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 4.3% (2.9%¿6.2%) VS 4.1% (4.0%¿4.1%) OF THE CLASS. AT 9TH POSTOPERATIVE YEAR: 4.3% (2.9%¿6.2%) VS 4.4% (4.4%¿4.5%) OF THE CLASS. AT 10TH POSTOPERATIVE YEAR: 4.3% (2.9%¿6.2%) VS 4.8% (4.7%¿4.8%) OF THE CLASS. AT 11TH POSTOPERATIVE YEAR: 5.0% (3.6%¿7.1%) VS 5.1% (5.1%¿5.2%) OF THE CLASS. AT 12TH POSTOPERATIVE YEAR: 5.2% (3.7%¿7.3%) VS 5.6% (5.5%¿5.6%) OF THE CLASS. AT 13TH POSTOPERATIVE YEAR: 5.6% (4.1%¿7.8%) VS 6.0% (5.9%¿6.1%) OF THE CLASS. AT 14TH POSTOPERATIVE YEAR: 5.8% (4.2%¿8.1%) VS 6.4% (6.3%¿6.5%) OF THE CLASS. AT 15TH POSTOPERATIVE YEAR: 5.8% (4.2%¿8.1%) VS 6.9% (6.8%¿7.0%) OF THE CLASS. AT 16TH POSTOPERATIVE YEAR: 6.1% (4.4%¿8.4%) VS 7.4% (7.3%¿7.5%) OF THE CLASS. AT 17TH POSTOPERATIVE YEAR: 6.1% (4.4%¿8.4%) VS 7.8% (7.7%¿8.0%) OF THE CLASS. THE TOP THREE MOST COMMON REASONS FOR REVISION OF BIOLOX DELTA CERAMIC BALL HEADS WERE LOOSENING (36.1%), INFECTION (33.3%), AND FRACTURE (16.7%). BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00295847-1-L1,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36XL,75007447,,75007447,,07611996066036,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L2,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36XL,75007447,,75007447,,07611996066036,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L3,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36S,75007448,,75007448,,07611996085075,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L4,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36S,75007448,,75007448,,07611996085075,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L5,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36S,75007448,,75007448,,07611996085075,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L6,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36S,75007448,,75007448,,07611996085075,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L7,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36S,75007448,,75007448,,07611996085075,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L8,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36S,75007448,,75007448,,07611996085075,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L9,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L10,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L11,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L12,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L13,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L14,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L15,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L16,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L17,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L18,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36M,75007449,,75007449,,07611996085082,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L19,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36L,75007450,,75007450,,07611996085099,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L20,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36L,75007450,,75007450,,07611996085099,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L21,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36L,75007450,,75007450,,07611996085099,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L22,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36L,75007450,,75007450,,07611996085099,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L23,,1/16/2026,11/5/2025,Ceramic Ball Heads,BIOLOX Delta CE Ball Head 12/14 36L,75007450,,75007450,,07611996085099,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L24,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 S,75007460,,75007460,,07611996085136,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L25,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 S,75007460,,75007460,,07611996085136,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L26,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 S,75007460,,75007460,,07611996085136,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L27,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 S,75007460,,75007460,,07611996085136,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L28,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 S,75007460,,75007460,,07611996085136,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L29,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 S,75007460,,75007460,,07611996085136,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L30,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 S,75007460,,75007460,,07611996085136,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L31,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 M,75007461,,75007461,,07611996085143,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L32,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 M,75007461,,75007461,,07611996085143,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L33,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 M,75007461,,75007461,,07611996085143,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L34,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 L,75007462,,75007462,,07611996085150,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L35,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 L,75007462,,75007462,,07611996085150,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00295847-1-L36,,1/16/2026,11/5/2025,Ceramic Ball Heads,CERAMIC Ceramic Ball Head Delta 32 XL,75007463,,75007463,,07611996085167,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball head components. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 4 (October 1 ¿ December 31, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six hundred and fifty-one (651) hips underwent primary THA procedures between 9-Jul-2007 and 25-Mar-2015, using BIOLOX Delta Ceramic ball heads. From these, thirty-six (36) hips were later revised due to the following complications: six (6) hips due to periprosthetic fracture, thirteen (13) hips due to loosening, twelve (12) hips due to infection, one (1) hip due to prosthesis dislocation, two (2) hips due to instability, one (1) hip due to metal-related pathology, and one (1) hip due to wear of the head. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 9-Jul-2007 and 25-Mar-2015 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and fifty-one (651) procedures with BIOLOX Delta Ceramic ball heads have been performed in Australia between 9-Jul-2007 and 25-Mar-2015. ;;The mean cumulative revision rates for the BIOLOX Delta Ceramic ball heads were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (1.3%¿3.6%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.6% (1.6%¿4.2%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.9% (1.9%¿4.6%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.6% (2.4%¿5.3%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.8% (2.5%¿5.5%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.8% (2.5%¿5.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.8% (2.5%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 4.3% (2.9%¿6.2%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.3% (2.9%¿6.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.3% (2.9%¿6.2%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 5.0% (3.6%¿7.1%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 5.2% (3.7%¿7.3%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 5.6% (4.1%¿7.8%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.8% (4.2%¿8.1%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.8% (4.2%¿8.1%) vs 6.9% (6.8%¿7.0%) of the class.;-At 16th postoperative year: 6.1% (4.4%¿8.4%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 6.1% (4.4%¿8.4%) vs 7.8% (7.7%¿8.0%) of the class.;;The top three most common reasons for revision of BIOLOX Delta Ceramic Ball Heads were loosening (36.1%), infection (33.3%), and fracture (16.7%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2026-00315407-1-L1,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 1 NON-CEMENTED,75002747,,75002747,,07611996034899,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L2,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 1 NON-CEMENTED,75002747,,75002747,,07611996034899,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L3,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 1 NON-CEMENTED,75002747,,75002747,,07611996034899,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L4,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 1 NON-CEMENTED,75002747,,75002747,,07611996034899,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L5,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 2 NON-CEMENTED,75002749,,75002749,,07611996034905,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L6,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 2 NON-CEMENTED,75002749,,75002749,,07611996034905,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L7,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 2,75002750,,75002750,,07611996078022,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L8,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 2,75002750,,75002750,,07611996078022,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L9,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 3 NON-CEMENTED,75002751,,75002751,,07611996034912,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L10,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 3 NON-CEMENTED,75002751,,75002751,,07611996034912,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L11,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 3 NON-CEMENTED,75002751,,75002751,,07611996034912,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L12,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 3 NON-CEMENTED,75002751,,75002751,,07611996034912,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L13,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 3 NON-CEMENTED,75002751,,75002751,,07611996034912,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L14,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 3 NON-CEMENTED,75002751,,75002751,,07611996034912,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L15,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 3,75002752,,75002752,,07611996078039,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L16,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 3,75002752,,75002752,,07611996078039,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L17,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 3,75002752,,75002752,,07611996078039,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L18,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 4 NON-CEMENTED,75002753,,75002753,,07611996034929,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L19,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 4 NON-CEMENTED,75002753,,75002753,,07611996034929,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L20,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 4 NON-CEMENTED,75002753,,75002753,,07611996034929,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L21,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 4 NON-CEMENTED,75002753,,75002753,,07611996034929,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L22,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 4,75002756,,75002756,,07611996078046,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L23,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 4,75002756,,75002756,,07611996078046,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L24,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 4,75002756,,75002756,,07611996078046,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L25,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L26,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L27,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L28,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L29,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L30,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L31,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L32,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L33,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 5 NON-CEMENTED,75002757,,75002757,,07611996034936,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L34,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 5,75002758,,75002758,,07611996078053,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L35,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 6 NON-CEMENTED,75002759,,75002759,,07611996034943,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L36,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 6 NON-CEMENTED,75002759,,75002759,,07611996034943,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L37,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 6 NON-CEMENTED,75002759,,75002759,,07611996034943,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L38,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 6 NON-CEMENTED,75002759,,75002759,,07611996034943,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L39,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 6 NON-CEMENTED,75002759,,75002759,,07611996034943,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L40,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 6 NON-CEMENTED,75002759,,75002759,,07611996034943,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L41,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 6 NON-CEMENTED,75002759,,75002759,,07611996034943,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L42,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 6 NON-CEMENTED,75002759,,75002759,,07611996034943,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L43,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 6,75002760,,75002760,,07611996078060,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L44,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 6,75002760,,75002760,,07611996078060,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L45,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 6,75002760,,75002760,,07611996078060,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L46,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 7 NON-CEMENTED,75002761,,75002761,,07611996034950,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L47,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 7 NON-CEMENTED,75002761,,75002761,,07611996034950,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L48,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 7 NON-CEMENTED,75002761,,75002761,,07611996034950,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L49,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 7 NON-CEMENTED,75002761,,75002761,,07611996034950,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L50,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 7 NON-CEMENTED,75002761,,75002761,,07611996034950,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L51,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 7 NON-CEMENTED,75002761,,75002761,,07611996034950,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L52,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 7,75002762,,75002762,,07611996078077,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L53,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 8 NON-CEMENTED,75002763,,75002763,,07611996034967,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L54,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL 8 NON-CEMENTED,75002763,,75002763,,07611996034967,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L55,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 9,75002766,,75002766,,07611996078091,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L56,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 10,75002768,,75002768,,07611996078107,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L57,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LATERAL NON-CEMENTED 10,75002768,,75002768,,07611996078107,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L58,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 2 NON-CEM,75002777,,75002777,,07611996077902,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L59,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 2 NON-CEM,75002777,,75002777,,07611996077902,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L60,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 3 NON-CEM,75002778,,75002778,,07611996077919,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L61,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 3 NON-CEM,75002778,,75002778,,07611996077919,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L62,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 3 NON-CEM,75002778,,75002778,,07611996077919,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L63,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 3 NON-CEM,75002778,,75002778,,07611996077919,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L64,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 3 NON-CEM,75002778,,75002778,,07611996077919,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L65,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 4 NON-CEM,75002779,,75002779,,07611996077926,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L66,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 4 NON-CEM,75002779,,75002779,,07611996077926,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L67,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 4 NON-CEM,75002779,,75002779,,07611996077926,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L68,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 4 NON-CEM,75002779,,75002779,,07611996077926,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L69,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 4 NON-CEM,75002779,,75002779,,07611996077926,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L70,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 4 NON-CEM,75002779,,75002779,,07611996077926,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L71,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L72,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L73,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L74,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L75,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L76,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L77,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L78,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L79,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L80,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 5 NON-CEM,75002780,,75002780,,07611996077933,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L81,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L82,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L83,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L84,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L85,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L86,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L87,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L88,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L89,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 6 NON-CEM,75002781,,75002781,,07611996077940,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L90,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 7 NON-CEM,75002782,,75002782,,07611996077957,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L91,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 7 NON-CEM,75002782,,75002782,,07611996077957,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L92,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 7 NON-CEM,75002782,,75002782,,07611996077957,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L93,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 8 NON-CEM,75002783,,75002783,,07611996077964,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L94,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 8 NON-CEM,75002783,,75002783,,07611996077964,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L95,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 8 NON-CEM,75002783,,75002783,,07611996077964,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L96,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 8 NON-CEM,75002783,,75002783,,07611996077964,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L97,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 8 NON-CEM,75002783,,75002783,,07611996077964,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315407-1-L98,,,3/2/2026,SL-PLUS Cementless Femoral Hip System ,SL-PLUS STEM LAT WITH TI/HA 9 NON-CEM,75002784,,75002784,,07611996077971,K072852,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted. Of these, ninety-eight (98) hips required revision due to the following reasons: nineteen (19) hips due to fracture, thirty five (35) due to loosening, twenty five (25) due to infection, seven (7) due to prosthesis dislocation, three (3) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to malposition, one (1) due to implant breakage stem, one (1) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Jan-2003 and 12-Sep-2018 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Cementless Femoral Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) hips underwent primary THR in which a SL-PLUS Lateral Non-Cemented Femoral Stem was implanted in Australia between 14-Jan-2003 and 12-Sep-2018. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post operative year: 1.7% (1.1%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 2nd post operative year: 2.2% (1.6%¿3.1%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd post operative year: 2.8% (2.1%¿3.8%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th post operative year: 3.4% (2.6%¿4.4%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th post operative year: 3.7% (2.9%¿4.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th post operative year: 4.3% (3.3%¿5.4%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th post operative year: 4.4% (3.5%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th post operative year: 5.1% (4.1%¿6.4%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th post operative year: 5.4% (4.4%¿6.7%) vs 4.4% (4.3%¿4.5%) of the class.;-At 10th post operative year: 5.5% (4.4%¿6.8%) vs 4.7% (4.7%¿4.8%) of the class.;-At 11th post operative year: 5.8% (4.7%¿7.1%) vs 5.1% (5.0%¿5.2%) of the class.;-At 12th post operative year: 5.9% (4.8%¿7.3%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th post operative year: 6.0% (4.9%¿7.4%) vs 5.9% (5.9%¿6.0%) of the class.;-At 14th post operative year: 6.4% (5.2%¿7.8%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th post operative year: 6.6% (5.4%¿8.1%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th post operative year: 7.0% (5.7%¿8.6%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th post operative year: 7.3% (6.0%¿9.0%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th post operative year: 7.3% (6.0%¿9.0%) vs 8.3% (8.1%¿8.4%) of the class.;-At 19th post operative year: 8.3% (6.7%¿10.4%) vs 8.8% (8.6%¿8.9%) of the class.;-At 20th post operative year: 8.9% (7.0%¿11.3%) vs 9.3% (9.1%¿9.4%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Lateral Non Cemented Femoral Stem and the THR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years (Years 1¿20).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L1,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 1 NON-CEMENTED,75002694,,75002694,,07611996000412,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L2,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 1,75002695,,75002695,,07611996078633,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L3,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 1,75002695,,75002695,,07611996078633,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L4,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 2 NON-CEMENTED,75002696,,75002696,,07611996000429,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L5,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 2,75002697,,75002697,,07611996078640,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L6,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 3 NON-CEMENTED,75002698,,75002698,,07611996000436,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L7,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 3,75002699,,75002699,,07611996078657,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L8,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 4 NON-CEMENTED,75002700,,75002700,,07611996000443,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L9,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 4 NON-CEMENTED,75002700,,75002700,,07611996000443,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L10,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 4 NON-CEMENTED,75002700,,75002700,,07611996000443,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L11,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 4,75002701,,75002701,,07611996078664,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L12,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 4,75002701,,75002701,,07611996078664,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L13,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 4,75002701,,75002701,,07611996078664,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L14,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 5 NON-CEMENTED,75002702,,75002702,,07611996000450,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L15,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 5 NON-CEMENTED,75002702,,75002702,,07611996000450,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L16,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 5 NON-CEMENTED,75002702,,75002702,,07611996000450,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L17,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 5,75002703,,75002703,,07611996078671,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L18,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 5,75002703,,75002703,,07611996078671,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L19,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 5,75002703,,75002703,,07611996078671,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L20,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 5,75002703,,75002703,,07611996078671,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L21,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 5,75002703,,75002703,,07611996078671,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L22,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 6 NON-CEMENTED,75002704,,75002704,,07611996000467,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L23,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 7 NON-CEMENTED,75002706,,75002706,,07611996000474,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L24,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STEM STANDARD NON-CEMENTED 7,75002707,,75002707,,07611996078695,K072852,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L25,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 8 NON-CEMENTED,75002708,,75002708,,07611996000481,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L26,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STANDARD STEM 9 NON-CEMENTED,75002710,,75002710,,07611996000498,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L27,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 1 NON-CEM,75002723,,75002723,,07611996000573,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L28,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 1 NON-CEM,75002723,,75002723,,07611996000573,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L29,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 2 NON-CEM,75002724,,75002724,,07611996000580,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L30,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 2 NON-CEM,75002724,,75002724,,07611996000580,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L31,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 2 NON-CEM,75002724,,75002724,,07611996000580,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L32,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 2 NON-CEM,75002724,,75002724,,07611996000580,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L33,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 3 NON-CEM,75002725,,75002725,,07611996000597,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L34,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 3 NON-CEM,75002725,,75002725,,07611996000597,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L35,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 3 NON-CEM,75002725,,75002725,,07611996000597,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L36,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 3 NON-CEM,75002725,,75002725,,07611996000597,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L37,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 4 NON-CEM,75002726,,75002726,,07611996000603,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L38,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 4 NON-CEM,75002726,,75002726,,07611996000603,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L39,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 4 NON-CEM,75002726,,75002726,,07611996000603,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L40,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 4 NON-CEM,75002726,,75002726,,07611996000603,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L41,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 4 NON-CEM,75002726,,75002726,,07611996000603,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L42,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 4 NON-CEM,75002726,,75002726,,07611996000603,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L43,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 4 NON-CEM,75002726,,75002726,,07611996000603,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L44,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L45,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L46,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L47,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L48,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L49,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L50,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L51,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L52,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L53,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L54,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 5 NON-CEM,75002727,,75002727,,07611996000610,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L55,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L56,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L57,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L58,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L59,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L60,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L61,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L62,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L63,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L64,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L65,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 6 NON-CEM,75002728,,75002728,,07611996000627,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L66,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 7 NON-CEM,75002729,,75002729,,07611996000634,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L67,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 7 NON-CEM,75002729,,75002729,,07611996000634,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L68,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 7 NON-CEM,75002729,,75002729,,07611996000634,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L69,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 7 NON-CEM,75002729,,75002729,,07611996000634,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L70,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 8 NON-CEM,75002730,,75002730,,07611996000641,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L71,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 9 NON-CEM,75002731,,75002731,,07611996000658,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315475-1-L72,,,3/2/2026,SL-PLUS femoral hip system,SL-PLUS STD STEM WITH TI/HA 10 NON-CEM,75002732,,75002732,,07611996000665,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one hundred sixty-nine (1,169) hips underwent primary THA procedures between 6-Dec-2002 and 16-May-2017, using SL-PLUS Standard femoral stems. From these, seventy-two (72) hips were later revised due to the following complications: thirteen (13) hips due to periprosthetic fracture, fifteen (15) hips due to loosening, ten (10) hips due to infection, nineteen (19) hips due to prosthesis dislocation, three (3) hips due to lysis, one (1) hip due to leg length discrepancy, two (2) hips due to malposition, one (1) hip due to wear of acetabular insert, two (2) hips due to implant breakage of acetabular insert, two (2) hips due to implant breakage of acetabular, one (1) hip due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to implant breakage of head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 6-Dec-2002 and 16-May-2017 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand one hundred sixty-nine (1,169) procedures with SL-PLUS Standard femoral stems have been performed in Australia between 6-Dec-2002 and 16-May-2017.; ;The mean cumulative revision rates for the SL-PLUS Standard femoral stems were in line with the class across 20 years of follow-up based on the overlapping confidence intervals.; ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;-At 3rd postoperative year: 2.5% (1.7%¿3.5%) vs 2.6% (2.5%¿2.6%) of the class.;-At 5th postoperative year: 3.1% (2.2%¿4.3%) vs 3.2% (3.1%¿3.2%) of the class.;-At 7th postoperative year: 4.1% (3.1%¿5.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 10th postoperative year: 5.2% (4.0%¿6.7%) vs 4.7% (4.7%¿4.8%) of the class.;-At 13th postoperative year: 6.4% (5.0%¿8.1%) vs 5.9% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 6.8% (6.7%¿6.9%) of the class.;-At 17th postoperative year: 7.8% (6.1%¿9.9%) vs 7.8% (7.7%¿7.9%) of the class.;-At 20th postoperative year: 8.5% (6.6%¿10.8%) vs 9.3% (9.1%¿9.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;